Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 3/16/2016. Device returned to manufacturer? Yes.. Device evaluation: the preloaded insertion system pcb00 was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification showed that the plunger was in a fully advanced position. The cartridge was observed correctly engaged into lower body of the pcb00 device. No lens was observed inside the pcb00 device. Therefore, the reported issue of iol did not leave the inserter correctly could not be confirmed in the returned delivery system sample. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. The review identified no non-conformance reports associated with the production order. A search on complaints revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was not implanted; therefore, was not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not leave the inserter correctly. No further information was provided.